Manufacturer narrative:
Updated: h6 type of investigation, h8.

Event description:
No additional information received from customer.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause of the malfunctions is traced to expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope exhibited peeled adhesive around objective lens and a chip in adhesive area between acoustic lens and ultrasound probe. There was no patient involvement.